Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by customer that during use, cardiosave intra aortic balloon pump is making while operating. The sound is like airflow restriction. There was no harm reported.

Event description:
It was reported by customer that during use, cardiosave intra aortic balloon pump is making noise while operating. The sound is like airflow restriction. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. The customer has not given any response even after 3 communication closing this case. Despite 3 requests, the customer has not provided purchase order. Closing case. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.